Manufacturer narrative:
On (B)(4) 2018 immucor technical support used a remote electronic connection method to review results for the issue described. The camera report appeared acceptable and no instrument problem was identified. On (B)(4) 2018, immucor tested selected cells from retention capture-r ready-ID lot id369 in manual capture with anti-k lot k012512f. Controls performed as expected and cells 6 and 8 (k positive) resulted positive as expected. Retention product performed as expected. No sample or product was returned to immucor for evaluation. (B)(4).

Event description:
On (B)(6) 2018 a customer reported that they received unexpected negative reactions with capture-r ready-ID on an echo v2.0 instrument.